Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the roller gear was damaged. The bottom roll and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Associated devices: catalog # 00770100000, serial # (B)(6). Catalog # 00770302000, serial # (B)(6). Catalog # 00770303000, serial # (B)(6). Catalog # 00770304000, serial # (B)(6).

Event description:
It was reported that the during preventative maintenance outside of surgery, it was discovered that the cutter failed the test cut. There was no patient involvement. No adverse event was reported. Due diligence is complete. No further information is available.